Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon expanded beyond its proximal mark. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during inflation, it was noted that the balloon expanded beyond the proximal marker band. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the balloon expanded beyond its proximal mark. A 2.50mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, during inflation, it was noted that the balloon expanded beyond the proximal marker band. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. Balloon was measured for balloon body length. The length from the proximal end of the proximal marker band to the distal end of the distal marker band was 12mm. It was determined that there was no evidence of a manufacturing related issue and the device had performed as intended. Inspection of the remainder of the device presented no other damage or irregularities.